Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation); patient condition affected effectiveness of the device (patient lesion morphology; calcification and tortuosity present). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; calcification and tortuosity present). (B)(4).

Event description:
An attempt was made to implant a 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent to treat a lesion in the cx that exhibited calcification and tortuosity and was pre-dilated. However it was reported that the device couldn't cross the lesion and upon removal, the physivcian noted that the stent struts were damaged. It was reported that the device was inspected prior to use with no abnormality noted. Another stent was used for treatment. Patient is reported to be fine post procedure. No clinical sequelae were reported.